Event description:
Reportedly, during a follow-up dated 30 july 2024, some noise with low amplitudes leading to over-sensing was observed on the ventricular channel. The physician re-programmed the ventricular sensibility to 1mv.

Manufacturer narrative:
Investigation summary: review of the provided patient files revealed that since (B)(6) 2024, ventricular oversensing was recorded and 5 inappropriate shocks were delivered. The ventricular oversensing presents with low amplitude, is very regular and is probably due to electromagnetic interferences. Given the morphology of the oversensing and the lead positioned at the apex, these electromagnetic interferences are probably related to the left ventricular assist device (lvad). The increase of fv persistence to 20 cycles is a feature to delay the charge of capacitors. According to ehra 2019, for the fast vt zone, it is recommended to program one atp and then six shocks at 42 j to reduce the number of inappropriate shocks due to interference with the lvad. The device worked as per specifications and no general malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during a follow-up dated 30 july 2024, some noise with low amplitudes leading to over-sensing was observed on the ventricular channel. The physician re-programmed the ventricular sensibility to 1mv.